Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. One day before event onset, the patient was hospitalized and treated with amikacin injection (500 mg, once daily, intraperitoneal, discontinued) and ceftazidime injection (2 g, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. Thirteen days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). No additional information is available.